Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced symptoms of fatigue and shortness of breath; the right atrial (ra) lead had become dislodged. During the lead revision procedure, when placing the lead back into the device, the set screw would not seat correctly when attempting to turn it back in. It was noted that the set screw threads felt stripped. The implantable pulse generator (ipg) was removed and replaced, and the ra lead remains in use. No further patient complications have been reported as a result of this event.